Event description:
Additional information received indicated that the patient¿s crt-d exhibited high oor shock lead impedance (sli) via the patient¿s monitoring system. This is an on-going issue. The physician has no plan for surgical intervention as sli measurement was still within the physician¿s comfort zone. The patient is continuously monitored at this time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a high, out of range shock impedance measurement that was detected via the patient's remote home monitoring system. The patient's right ventricular (rv) lead is a competitor's product. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received from a field representative indicating that the patient came in and determined that shock impedance measurement decreased below 100 ohms. At this time, commanded shocks were not performed to test system integrity. The physician will continuously monitor the patient and will probably perform a change out if shock impedance measurement becomes elevated. No adverse patient effects were reported.